Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a button alarm occurred while the customer was starting initial pump training. Reportedly, the customer was not laying on the pump and there was nothing pressing on the wake button for an extended period of time. There was no reported adverse impact to the customer.